Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of three 5f mynx control vascular closure devices jammed and could not be pushed down at all or all the way down, and the sealant was never deployed extravascular to the tissue tract. The balloon worked and created temporary hemostasis, and the tension indicator aligned with the markers on the handle halves before attempting to deploy. There was not any kinks in the sheath or device after removal. The sealant sleeves were noted to be part open after removal. A new mynx device from a different box was used to close the groin. There was no reported patient injury. It was reported that three failures occurred out of one box with the same lot number. The device storage temperature did not exceed 25 °c. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device and the device was used in the femoral artery. The device will not be returned for evaluation.